Event description:
A nurse contacted baxter product surveillance to report that the transfer set of a home patient (hp) was not tightening onto the beta-cap adapter securely, causing a loose connection. The sample is available for evaluation. The nurse believes the issue is with the transfer set and not the plastic adapter because she was able to use a transfer set from an older lot number on the adapter successfully there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation results become available. Review of batch records found all components acceptable and released, in process audits, inspections, and test results in limits and acceptable. All following procedures for packing and shipping were per requirements with no incidents that would indicate damage or other events that might result in damage or cause this type of issue.